Event description:
It was reported the patient does not experience coverage of painful areas from the occipital lead (off-label use). Reportedly the physician plans surgical intervention to resolve the issue. Note the patient has two leads implanted from the same model and lot.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.